Event description:
During a pci treatment procedure, the quantum maverick monorail 8x3.5 mm balloon ruptured at 12 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the distal left circumflex coronary artery. The physician used a terumo introducer sheath for vascular access, a mach 1 guide catheter and a acs guide wire to cross the lesion. The quantum maverick monorail balloon was being use to pre-dilate the lesion for placement of an express2 stent. The quantum maverick monorail balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `fine'.